Manufacturer narrative:
The initial report was created in error.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
(B)(6). Replace battery now. Which type of battery was in use: aa alkaline. Alarm occured less than 10 h from low battery: yes: insert new energizer battery. Batt cap ok. Anomaly occured first time: send battery cap. Customer will monitor. Country: (B)(6); input date: (B)(6) 2017, warranty start: 07/12/2017, warranty end: 07/11/2021, batch - ng1279446h.